Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used during a procedure performed on an unknown date. During the procedure, a retroversion procedure was performed using two clips. However, both clips would not release from the catheter. Additionally, the handle of one clip broke during the process. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: the date of the event was approximated to 9/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.